Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative adjusted the workstation voltage, and reseated the complimentary metal oxide semiconductor, and the workstation printed circuit boards. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the system would not display an image on the monitors upon boot up. No patient injury was reported.